Manufacturer narrative:
(B)(4). The reported battery voltage anomaly was confirmed in the laboratory. The remaining capacity to eri was above the recommended limit. The device was tested on the bench and no anomaly was found.

Event description:
It was reported that prior to the procedure premature battery depletion was noted.